Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the hand-operated pipe was deformed. The hand-operated pipe and the wire were broken off. The distal end of the tube sheath was deformed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The type of the event is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, it was known that the hand-operated pipe and the wire were broken off due to pushing the slider forcefully while pressing the coil sheath to the tissue. The deformation of the tube sheath might be caused by excessive stress while withdrawing the subject device from the scope. The instruction manual of the subject device warns; do not force the distal end of the insertion portion against body cavity tissue. Do not extend the loop abruptly from the distal end of the insertion portion. Also maintain a sufficient distance between the distal end of the insertion portion and the mucous membrane when extending the loop from the tube sheath. Otherwise, patient injury, such as punctures, hemorrhages or mucous membrane damage may result.

Event description:
The subject device was used during a colorectal polypectomy. The doctor attempted to release the loop of the subject device. But the doctor could not release the loop, because the handle side of the wire was broken. The doctor inserted the additional scope, and severed the loop of the subject device with the loop cutter. The fragment was retrieved. After that, the doctor completed the procedure with another device. No patient injury was reported.